Event description:
On (B)(6) 2012: customer reports during a urology procedure on a male pt, the physician stated he could not see the tip of the stent pusher and the result was that the stent was placed too high on the pt. The staff states that she does not know any further details as to if or how the pt needed add'l treatment.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.